Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device diagnostic report (drpt) from the time of the event was unavailable. The asp stated that any completed testing sheet was asked for but unknown (asku). The "significant error" in the sensor readings was unable to be elaborated on by the asp. The asp was able to confirm that the issue was resolved and that the device has been returned to use.

Event description:
Philips received a complaint on the v60 ventilator indicating that, during the self-test of the device, there was a low leak volume and co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. When the alarms were observed, the flow sensor readings were believed to have had a significant error. The device was disassembled to be cleaned, and the leak volume was tested and indicated a "large error." The flow sensor assembly (fsa) was replaced, and the subsequent tests completed showed that the test results returned to normal. This investigation is ongoing.